Event description:
The customer reported scope communication error e226 and screen shows colorful squiggly lines during inspection for use involving an Olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to Olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 Scope communication error, no image A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and scope communication error b30, no image was due to defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.